Manufacturer narrative:
An event of valve migration towards the aorta after deployment was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. A surgical intervention was reported for valve-in-valve procedure as a second 25 mm navitor valve was decided to be implanted. Information from field indicated that lack of calcium on non coronary cusp side could have been reason for migration. However, the exact cause of valve migration could not be conclusively determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2024, a 25mm navitor valve was selected for implant in a valve in valve procedure. The dimensions were: perimeter of 65mm, area was 438, lvot unknown. During the procedure, at 80% deployment the valve was at 3mm on both sides. After the valve was deployed, the valve migrated to 0mm towards the aorta on non-coronary cusp side. The gradient measured 29mmhg but the team did not feel comfortable post-dilating as the valve was seated at 0mm height on non-coronary cusp side. It was decided to implant a second 25mm navitor valve deeper and then post-dilate with a 24mm non-abbott balloon, as is standard procedure at this hospital for valve-in-valve procedures. The end gradient was 6mmhg, the patient was hemodynamically stable and will undergo routine follow up and monitoring. There was no clinically significant delay during the procedure. The implanter commented that lack of calcium could have been the reason for the migration.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 25mm navitor valve was selected for implant in a valve in valve procedure. The dimensions were: perimeter of 65mm, area was 438, lvot unknown. During the procedure, at 80% deployment the valve was at 3mm on both sides. After the valve was deployed, the valve migrated to 0mm towards the aorta on non-coronary cusp side. The gradient measured 29mmhg but the team did not feel comfortable post-dilating as the valve was seated at 0mm height on non-coronary cusp side. It was decided to implant a second 25mm navitor valve deeper and then post-dilate with a 24mm non-abbott balloon, as is standard procedure at this hospital for valve-in-valve procedures. The end gradient was 6mmhg, the patient was hemodynamically stable and will undergo routine follow up and monitoring. There was no clinically significant delay during the procedure. The implanter commented that lack of calcium could have been the reason for the migration.